Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a closure top sheared off during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.

Manufacturer narrative:
UDI number: (B)(4). Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the threads of a closure top sheared off during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned closure top was evaluated. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the threads of a closure top sheared off during final tightening within surgery. The closure top was removed and replaced with an alternative closure top to complete the procedure without reported patient impacts.